Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid [2 mg/ml] at a dose of 0.4798 mg/day via an implantable pump for an unknown indication for use. It was reported on 2017-apr-03 that the patient had reported multiple instances of change in therapy effect. It was indicated that the pump was implanted last fall (specific date unknown) and that the change in therapy started happening not long after implant. The patient was experiencing decreased pain control and increased pain. It was reported that the patient said the change in therapy had happened multiple times after refills, going back soon after the implant. It was noted that typically a few day after the refill the therapy effectiveness would decrease and usually it would not improve until the next refill. It was detailed that the patient had children and the children impacted the pump and the patient felt like the catheter snapped in (B)(6) 2016. It was indicated that ever since then there were times where the patient felt the pump did not work. It was stated that the pump was refilled on (B)(6) 2017 and it worked for three days following the refill and then it didn¿t seem to be as effective. It was indicated that programmed bolus doses had not been effective, no issues had been identified in the event logs, and there had been no volume discrepancies at refills. It was reported that the hcp was calling to determine what troubleshooting they could do. A catheter dye study and x-ray of the catheter were discussed as possible options and it was reviewed that since volumes at refills were accurate, the drug was leaving the pump. The possibility of catheter revision was also discussed. No further complications were reported.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.